Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired.

Event description:
As reported: "you could see on x-ray where the trunnion was worn out. We took the stem out and went back with a restoration modular." Review of explant photos confirm significant trunnion wear therefore confirming head-stem disassociation

Manufacturer narrative:
An event regarding disassociation involving a lfit v40 cocr head that was mated with an unknown stem. The event was confirmed due to the trunnion wear observed on the stem. Method & results: -device evaluation and results: visual inspection: the device was not returned but some photos of the explants were provided. Other than the biological material present on the outer surface and inside the taper, the head is unremarkable. Dimensional inspection, functional inspection & material analysis:not performed as the device was not returned. -medical records received and evaluation: no medical records were received for review with a clinical consultant -device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. The subject device has been identified to be within scope of nc and CAPA . Lot specific voluntary recall pfa was initiated for the lfit v40 cocr heads within scope of nc and CAPA pr. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analyses identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. No further investigation is required. Corrective action nc was initiated due to the occurrence rate for taper lock failure in the risk management files for specific lots of lfit v40 cocr heads. Given the potential risk of nine (9) hazards identified in the hazards and harm evaluation, voluntary product recall pfa assessment was issued.

Event description:
As reported: "you could see on x-ray where the trunnion was worn out. We took the stem out and went back with a restoration modular." Review of explant photos confirm significant trunnion wear therefore confirming head-stem disassociation.